Event description:
It was reported that during an unspecified stenting procedure, the stent partially deployed. The anatomy location, vessel and lesion location are unknown. The 10x20x75/6f unistep plus stent delivery system (sds) was introduced, but not advanced to the lesion. The physician decided to remove the sds for unspecified reasons. After withdrawal from the patient, it was observed that the stent was partially deployed but remained attached to the sds. The procedure was completed with a different device. No patient injuries or complications were reported. The patient's condition was reported as "fine." It was further noted that after the procedure, when preparing the device for return, the stent no longer remained attached to the sds and could not be located.